Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Enduser alleges that sam300p unit powers on by itself; non fsca unit.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 9th june 2011. The returned pad-pak DHR was investigated showing it was 1 of 200 pad-pak¿s manufactured under lot b1121. All pad-pak¿s were subjected to a battery voltage test on the 13th november 2014 with no recorded fails. 197 of those pad-paks were shipped to heartsine inc. Blown fuse within returned pad-pak. The device was returned to heartsine with a reported fault of switching on automatically. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ons mainly of ten-minute duration in the history log that may be attributed to a failing membrane. The current drain of the device was within specification. The device recorded 20 manual power ons of mainly under one minute duration from the date of installation, including one recorded on the date of complaint, the (B)(6) 2018. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes this combined testing equates to approximately 9.5 years of normal use without fault. The device failed to power on with the returned pad-pak installed and no status led was visible. Upon further investigation the returned pad-pak fuse was measured and found to have blown, resulting in a voltage of 0v being measured across the battery terminals. As no fault was found with the sam pad device during testing, this would suggest the blown fuse in the returned pad-pak may have been due to a handling issue resulting in a short circuit between the terminals, or the pad-pak had been used in another device. It is the policy of heartsine not to refurbish devices that have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved. Enduser alleges that sam300p unit powers on by itself; non fsca unit.